Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2020 due to diabetes. The cause of death was going to be put as covid 19 but the next of kin declined. The caller stated that the customer had paresis, lack of oxygen to the brain, liver and kidney issues that may have led to the customer's passing. The customer¿s blood glucose was 600 to 1400 mg/dl at the time of admission. The customer was wearing the insulin pump at the time of death. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.